Event description:
A surgeon reported that a few pts experienced hyphemas as a result of the vial breaking off at the base, just before the threading. In a follow up, the surgeon explained that the pts experienced hyphema due to "cellugel bullets." He stated that it appears to be related to a weakness at the hub, and he has occurred on an unspecified number of occasions and is not related to any particular product lot. He did not provide specific pt or procedure identifiers. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a specific lot number or product identifiers. The root cause could not be determined. No further information is expected. (B)(4).